Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 1 of 2 medwatch reports on this event. Please see medwatch 2032227-2014-67538.

Event description:
It was reported the customer received an unexpected restart alarm on their insulin pump. Customer stated that their time and basal settings were maintained after the alarm occurred. It was also reported the customer received a signal too low alarm. Troubleshooting was not completed as the alarms were from a past event. The customer's blood glucose was unknown. Customer was advised their insulin pump will be replaced. No additional information provided.